Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (104 service code) due to the rear response button trace was cut. The root cause of the cut trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 104.